Event description:
It was reported that the haptics were sticking together on the front of the optic when implanting the intraocular lens. No patient injury was reported. The lens remains implanted at the time of submitting the medical device report. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. No deviation or non-conformity related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.